Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the fault was not observed using a test battery while bench handling, power cycling, and functional stress testing. The returned battery was depleted and was unable to power the device on. Review of the log did see evidence of a software timeout. It was not determined what was causing the non-critical errors to occur. The main board was replaced as precaution. Evaluation of the main board did not duplicate the reported problem. The main board was scrapped. No emerging trend based on similar reports.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.